Event description:
Boston scientific received information that this right atrial (ra) lead was explanted due to a fracture. No adverse patient effects were reported. This lead will not be returned.

Manufacturer narrative:
Should additional information become available this event will be updated.

Manufacturer narrative:
This lead has been returned for analysis. Upon analysis completion, this event will be updated.

Manufacturer narrative:
Upon receipt at our post quality assurance laboratory the complete lead was returned. Visual inspection revealed cutes in the suture sleep and insulation of this lead as well as electrocautery damage noted in several places. The clinical observation could not be confirmed as this lead was confirmed to be electrically continuous.

Manufacturer narrative:
Additional information with the corrected model/serial number of the ra lead.